Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (abb dmg prior to tactile change) issue. It was reported that the audio bolus button was under-responsive and the button cover was missing/peeling. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-jan-2018 with the following findings: during testing, it was observed that the audio bolus button cover was missing from the pump therefore the investigation was unable to test the button¿s response from user input. The investigation confirmed the initial complaint alleging that the audio bolus button cover was missing but could not confirm if the button was under responsive to user presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.